Manufacturer narrative:
Product ID: 8703w, lot# l48817, implanted: (B)(6) 1998, product type: catheter. (B)(4). The pump was returned for analysis. Analysis found a ¿motor ¿ feedthru anomaly¿.

Event description:
The patient was initially seen by this hcp (healthcare professional) on (B)(6) 2014. At that time, the patient was satisfied with his level of pain control. The pump was delivering bupivacaine and dilaudid. The patient was seen for a pump adjustment on (B)(6) 2015 and the pump was restarted. The next day, the patient called saying he still didn¿t feel like the medication was being delivered. The pump refill was scheduled for (B)(6) 2015. The patient reported hearing alarms. The patient had increased pain and slight withdrawal symptoms. Telemetry on (B)(6) 2015 confirmed a critical alarm was occurring; alarm due to ¿reset occurred ¿ low battery¿. There were many reset alarms and the pump was in safe state; they all had the date of this report. There was also a motor stall recovery in the logs dated for the date of this report; the pump had more than one motor stall noted in the event logs; the stalls and recoveries occurred in a short duration. The cause of the motor stalls was unknown. It was noted at the (B)(6) 2014 clinic visit, that the patient had had an MRI (abdominal view); the date was not provided. The pump was refilled with morphine. After the refill, the pump was still alarming and said safe state. The pump was replaced. The patient recovered without permanent impairment.